Event description:
Both ball joints cracked at the white juncture near the pins. The dr says the pt was just wearing the fixator and it broke in pieces. The cracks were observed and the pt said they did not fall or otherwise cause the cracks.